Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the right coronary artery. The 2.0x15mm rx mini trek balloon dilatation catheter (bdc) was used for pre-dilatation. The balloon was successfully inflated to 8 atmospheres and then the bdc removed with light resistance noted. Before the second inflation, it was noted the guide wire lumen was crushed, so the guide wire could not be reinserted. A new trek balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and moderately tortuous anatomy resulted in the reported difficult to remove. After removal and before the second inflation inadvertent mishandling resulted in the reported crushed guide wire lumen (material deformation) thus resulting in the reported difficult to insert. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.